Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the back therapy electrodes. There was no alleged device malfunction contributing to the irritation. The patient described the irritation as "little blisters everywhere" that broke open due to her scratching the affected area. The patient reported using hydrocortisone cream and steroid cream. The patient reported that the physician treated her for a yeast infection. The physician prescribed that the patient a cream used for yeast infections, hydrocortisone cream and benadryl. Outcome of the skin irritation is unknown.